Manufacturer narrative:
Additional devices included on this report are as follows: item #plc271000/ lot #21796293/ UDI #: (B)(4); item #ceb231210a/ lot #21418953/ UDI #: (B)(4). Other relevant history, including preexisting medical conditions: asked but unavailable. (B)(4) - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm rupture.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that two gore® excluder® aaa contralateral leg components were placed in the patient's bilateral common iliac arteries. The contralateral leg component on the patient's right side was connected to a gore® excluder® iliac branch component with a 2.5cm overlap. On (B)(6) 2020 the patient presented with an abdominal aortic aneurysm rupture. It was reported that the contralateral leg component on the patient's left side had pulled back into the aneurysm sac. A distal type I endoleak was observed. There was no suspected cause for the device movement on the patient's left side. It was not reported if the device had full circumferential apposition to the artery distally during the initial procedure. There was no noted patient anatomy that was suspected to have contributed to the event. It was also noted that the contralateral leg component located in the patient's right common iliac artery had become separated from the gore® excluder® iliac branch component. An additional contralateral leg component was placed on the patient's left side to extend the device distally. The contralateral leg component on the patient's left side was landed in the patient's external iliac artery, intentionally covering the patient's internal iliac artery. The patient tolerated the procedure. It was reported that the patient had abdominal compartment syndrome that will be monitored.